Event description:
It was reported that the right ventricular (rv) lead had an elevated pacing threshold. It was also reported that the left ventricular (lv) lead came out during the rv lead extraction as it got caught up with the rv lead. Therefore, the rv and lv leads were replaced with new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the proximal segment of the lead was returned to the manufacturer and analyzed and no anomalies found were found. There was blood/body fluid on the outer tubing overlay. The outer tubing overlay had cosmetic environmental stress cracking (esc) and the outer insulation had cosmetic depression. Evaluation summary (B)(4): the full lead in segments was returned to the manufacturer and analyzed and no anomalies were found. The distal conductor had blood/body fluid (not obstructed) and the proximal conductor had blood/body fluid (not obstructed.) The outer insulation melted, had cosmetic environmental stress cracking (esc) and was breached cut. There was apparent explant damage.